Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom constant downstream occlusion alarms which was not reproduced but was confirmed through the history log. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification. Further evaluation determined that the downstream pressure plate gap was too narrow and the tape used to thicken the downstream plate shim was poorly trimmed and could interfere with the movement of the downstream plate. The device was reworked to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.